Manufacturer narrative:
The customer reports that the cns (central monitoring system) rebooted by itself. No other information was provided regarding the cns rebooting on its own. The customer said they were unable to print at the laser printer. Tried several troubleshooting steps but was unable to get cns to communicate with the laser printer. The laser printer is on a print server. Worked with the biomedical engineer and was able to add the printer. The clinical person was able to print again to the laser printer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) rebooted by itself. No other information was provided regarding the cns rebooting on its own. The customer said they were unable to print at the laser printer. Tried several troubleshooting steps but was unable to get cns to communicate with the laser printer. The laser printer is on a print server.